Event description:
A transplant center reported a 5mm crack in the freezer bag at the time of thawing. No information was provided as to the disposition of the contents of the freezing bag. No patient sequelae were reported.

Manufacturer narrative:
Device evluation started, but not yet completed.